Event description:
On (B)(6) 2013, the patient reported that her infusion device displayed e6 (mechanical error) when the insulin cartridge reached 140 units of insulin. The piston rod makes a "strange" noise at the 140 unit of insulin mark. She stated that this was the second time this had happened and that she thinks it has been causing the device to not properly deliver insulin; the issue first began on (B)(6) 2013. She stated that insulin has been spilled inside the cartridge compartment. The patient has routine visits with her doctor and stated her a1c had been 6.9 and now it is 8.9. Her target blood glucose range is 125-130 mg/dl. The patient has switched to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set and insulin cartridge were discarded and therefore unable to be requested to be returned for product evaluation. The infusion device and adapter were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Due to the high friction of the drive unit the telescope may blocked and the pump correctly triggered the e6/e10 error messages.